Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported that there was an conflict data on the selected range. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt to reproduce the issue was performed on a dell precision 7560 windows 11 enterprise and carelink system 3.12. Issue is reproducible. After conducting a thorough investigation, we have found that because of the server's configuration certain recent updates were not working. We worked with the test, development and devops teams to confirm the exact change that had been made and how to resolve it. To assist with resolving the issue, the team performed a series of steps to ensure it was addressed effectively. Once the resolution process was confirmed, the devops team initiated the rollout of another update intended to correct the issue. Unfortunately, an older build of the site, which contained previous bugs, was mistakenly deployed. Users began reporting that the bugs had returned. Upon receiving these reports, we alerted the development, testing, and operations teams. They tested the build and confirmed that the incorrect version had been deployed. Consequently, we deployed a new build with the most recent bug fixes. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). (Most likely) root cause: the most likely root cause was due to misconfigured server software upgrade. Analysis summary: confirmed to be due to recent carelink system server software update that was misconfigured causing the reintroduction of previously resolved issues. After dev and test teams tested new fix, server software was updated and deployed. Reports from internal testing and field reports confirms issues are now resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.